Manufacturer narrative:
The investigation determined that non-reproducible vitros ipth quality control and patient results were obtained on vitros 5600 integrated system. The investigation was unable to determine a definitive root cause. However, the use of a sub-optimal calibration curve, an unexpected vitros ipth reagent performance, as well as improper patient sample and biorad control material handling could not be ruled out as potential contributing factors. There was no evidence to suggest that an instrument related issue contributed to the event. The root cause of this event is unknown.

Event description:
The customer observed discordant non-reproducible vitros ipth quality control and patient results obtained on a vitros 5600 integrated system. Biorad l2 vitros ipth: 262.5 and 257.69 pg/ml vs. Expected 197.5 pg/ml. Patient vitros ipth: 457.3 pg/ml vs. 309.9 pg/ml. The investigation was unable to reach a definitive conclusion as to whether the result of 457.3 or 309.9 pg/ml was consistent with expectations for the patient. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The vitros ipth result of 457.3 pg/ml was reported from the laboratory and that result was not questioned when initially reported. No corrected report was issued and there was no allegation of patient harm. (B)(4).